Event description:
This device was explanted due to inability to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated. The programmer displayed a message, that the interrogation was unsuccessful, thus confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as expected. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. The memory content of the device was thoroughly inspected. The inspection revealed invalid memory content, which prevented proper communication with the programmer. However, the ability of the device to deliver therapies was not affected by this. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the available information, the root cause for the invalid memory content could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation.